Event description:
It was reported that the infusion device has been turning off by itself and going into stop mode without apparent reason. The batteries in the infusion device have been changed, but the problem persist. There are dots on the display of the infusion device. However, no numbers are obscured. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for product eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.